Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The investigation results will be supplied in a follow-up report.

Event description:
A 54-year-old female patient with stage iia2 recurrent cervical cancer was diagnosed with lymph node recurrence on imaging in (B)(6) 2025 after chemotherapy. On (B)(6) 2025, the patient was implanted into an infusion port. During the (B)(6) 2025 examination, it was found that the ring connecting the port seat and the catheter was broken, and it was later surgically removed.

Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the batch released in april 2024. Summary of investigation: picture, x-ray pictures, the involved device and the completed information form were returned for investigation. - information analysis: the port was implanted during less than 4 months via the subclavian vein. - pictures review: a picture of the explanted device was received. On this picture the connection ring is circled. We can see that anti-kinking part of the connection ring is cut into 2 pieces. - x-rays pictures review: three x-ray pictures were transmitted for review. 1/ x-ray picture taken before the implantation on (B)(6) 2025. Nothing is noticeable. 2/ x-ray picture taken after implantation procedure: the access port is implanted via the right subclavian approach. The catheter is connected to the access port housing with the connection ring. The quality of the image does not allow us to verify the complete connection of the catheter and the connection ring with the access port housing. The date when this picture was performed is not visible. 3/ x-ray picture taken after the incident on (B)(6) 2025: the catheter is disconnected from the access port housing. The connection ring is slanted, disconnected too. - visual inspection of the returned device we received for investigation the involved device: the ~21cm long catheter is connected to the access port housing. The connection ring is mounted on the catheter. The anti-kinking part of the connection ring is cut clear. It is highly suspected that this defect was done during the removal procedure, probably with forceps. In fact, on the received x-ray picture, the anti-kinking device is intact. - dimensional measures. The received elements (catheter, connection ring and exit cannula of access port housing) were measured: they are all compliant with the defined specifications. - pull test at the juncture access port-catheter. A pull test was performed by using the received catheter, access port housing and connection ring. The pull test result is compliant with the requirement: the disconnection strength is 3 times superior to the iso 10555-6 standard requirement. - raw material historical review: the batch records of the catheters, the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause the performed investigations have confirmed the compliance of the returned device with the specifications and requirements. The short duration of implantation (~3,5 months) allows to hypothesis that the catheter was not correctly/completely mounted on the exit cannula: not firmly pushed onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. Conclusion our investigations did not allow to detect any discrepancy during the manufacturing process. In addition, the returned sample was compliant with the defined specifications. No other similar complaint was reported on the involved batch. Consequently, it is highly suspected that a handling error by the medical staff is at the origin of this catheter disconnection after 3,5 months of implantation. Catheter disconnection is a known complication of access port devices. The complaint rate for this type of incidents remains low. No corrective action is currently envisaged. The IFU already gives recommendations to avoid this type of incident.

Event description:
A 54-year-old female patient with stage iia2 recurrent cervical cancer was diagnosed with lymph node recurrence on imaging in (B)(6) 2025 after chemotherapy. On (B)(6), the patient was implanted into an infusion port. During the (B)(6) examination, it was found that the ring connecting the port seat and the catheter was broken, and it was later surgically removed.